Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Healthcare professional later reported "breast prolapse, changes in breast shape and density. Capsular contracture grade 1". Device has been explanted and replaced by non-abbvie device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Bulge: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer.

Event description:
Patient reported left side rupture. Healthcare professional later reported "breast prolapse, changes in breast shape and density. Capsular contracture grade 1". Device has been explanted and replaced.